Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A service engineer (se) evaluated the device, and reported that the "check vent: primary alarm failed" (motor speaker fail, diagnostic code 1102) was duplicated at the repair center. It was also reported that the event log was reviewed, and the diagnostic code was recorded in the log. The se replaced the speaker #1 to resolve the issue.